Manufacturer narrative:
Hamilton medical ag event reference number: (B)(4). The internal product investigation is still ongoing. As soon as the results are available, the manufacturer will submit an update of this report unsolicited.

Event description:
The event description according to the customer is as follows: the device shut down on patient during ventilation. No harm to the patient, user or third party.

Manufacturer narrative:
Follow-up 1 (final) - additional information: the entry fields b4, g6, h2, h3, h6 and h11 have been updated. It was reported that the device shut down during patient ventilation. No harm to the patient was reported. The event did not cause or contributed to a death or serious injury to a patient. No log files were provided. No further feedback was received. No part was replaced, correction was unknown, and the exact root cause could not be confirmed.